Event description:
The lay user/pt contacted lfs on (B) (6), 2010 alleging that his one touch ultra mini meter would not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The pt mentioned that his meter had not been powering on since (B) (6), 2010. He did not exhibit any symptoms; however, at 9:00am on (B) (6), 2010, he went to the ER hosp and was hospitalized and was treated with glucose tablets/glucose gel. It is unk what the pt's blood glucose reading was in the hosp and why the pt was hospitalized. It is unk how long the pt was admitted and whether the pt's diabetes regimen was changed due to the alleged issue. This is not the first time the product is being used. The meter did not power on by pressing the power button. The pt was using the correct test strips. The issue was not resolved via troubleshooting. The meter was replaced. The complaint is being reported since the pt alleged that due to the meter not powering on, he was hospitalized and was treated with glucose tablets/glucose gel.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.